Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an atrial lead impedance being measured as low and out of range. Programming changes were discussed but not changed. Further information was requested but not received.